Event description:
It has been reported to the manufacturer by the user facility that the catheter detached from under the thumb control valve when pressed for suctioning, and the pediatric pt would desaturate upon withdrawal of the catheter. After reinsertion of the catheter, again the staff would feel the sleeve become soft due to the catheter migrating to the end of the endotracheal tube and causing an occlusion. It was reported that this pt had to be taken off the ventilator to manually ventilate them with an ambu bag as a result of the occlusion from the catheter separation. There was no report of injury or adverse consequences as a result of this product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device was not returned for eval. However, a follow-up report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.